Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that sensor was still in body. The customer¿s blood glucose level was unknown at the time of the incident. Customer did receive a change sensor alert, calibration not accepted alert. Troubleshooting was performed. The sensor will not be returned for analysis.